Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d.6b., h.6.

Event description:
Healthcare professional reported "rupture" for a saline device. Later healthcare professional reported "deflation". Later healthcare professional reported on rga "hole, non specific" and "hole in valve". This record is for the left side. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: deflation: observed an opening through microscopic inspection assessed as unidentified (tear) opening. No further actions are required as it is not related to the manufacturing process. None of the other observations performed during the device analysis (creases) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations. Additional, changed, and/or corrected data: d.9., h.3., h.6.

Event description:
Healthcare professional reported "rupture" for a saline device. Later healthcare professional reported "deflation". Later healthcare professional reported on rga "hole, non-specific" and "hole in valve". This record is for the left side. The device has been explanted and replaced. The device has been returned.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3, d1, d4, d6 (a), h4, h6. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported left side "deflation". The device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side "deflation". The device remains implanted.